Manufacturer narrative:
Initial reported information indicated no capture, high impedance and lead fracture. This is one of two reports for the death of this patient. Refer to report numbers: 2647346000-2011-00067, 2649622000-2011-00164, 2649622000-2011-00165. Note the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported by the patient's family that the patient's device "messed up on her" and was replaced. It was further reported that the cause of death was due to heart failure and patient was "doing good until the" device "messed up.

Manufacturer narrative:
Initial reported information indicated no capture, high impedance and lead fracture. This is one of two reports for the death of this patient. Refer to report numbers: 2647346000-2011-00067, 2649622000-2011-00164, 2649622000-2011-00165. Note the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was melted, the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed.